Event description:
A customer reported experiencing a malfunction with the pump, identified as malfunction code 12. There was no information about any adverse impact on the customer's blood glucose levels. The customer reverted to an alternate method of insulin therapy.